Event description:
Initial examination of the returned device revealed that the general condition of the pen was good, that both engagement tabs were broken and that the cartridge holder was made after the initial corrective actions were implemented 11/1998. Update 1/11/2002: initial gpcms report received 1/9/2002. Broken engagement tabs identified, case narrative and suspect device page updated accordingly.

Event description:
This device case, reported by a lead diabetes specialist nurse, concerns a pt who experienced erratic blood sugars, recurrent chest infection, losing temper and a back injury that has taken longer to heal. The pt was using one pen injection device (humapen ergo-opaque cartirdge holder) to deliver both insulin lispro (humalog) and isophane insulin (humulin I) for the treatment of diabetes mellitus. The pt's medical history included a back injury. The pt previously used a becton dickinson pen injection device. The pt was taking the following concomitant medication: unspecified blood pressure tablets; unspecified antibiotics for recurrent chest infection, unspecified antidepressants; unspecified cholesterol level tablets and aspirin. The pt commenced using the pen injection device one year prior to the report (in 2000) to deliver. The rptr stated the pt has not been seen by a diabetes specialist nurse since then and it is possible the pt has been experiencing erratic blood sugars of up to 40, a recurrent chest infection, losing temper and a back injury that have taken longer to heal than it should have. The rptr considers the events to be serious. The rptr stated the pen has been failing to deliver the accurate dose, when the pen was dialed up to 60 units it only started to deliver at 30 units. The pt had not been priming pen, but the rptr felt that this was no excuse for the pen not working. The pt had been using this pen to deliver insulin lispro during the day and then changing the cartridge over to give self isophane insulin at night. The pt had been using one pen to deliver both insulins since the pt's becton dickinson pen injection device had broken. Action with insulin lispro and isophane insulin is unknown. Pt outcome was not provided by the rptr. The rptr considers the events to be related to the pen injection device.